Manufacturer narrative:
The field service engineer checked the analyzer and could not find a cause. He performed adjustments on all mechanisms, check the liquid level detection, and pressure sensor voltages. He replaced the pinch tubes and ran performance testing and precision results, which were within specification. The customer performed qc, which was acceptable.

Event description:
There was an allegation of a questionable troponin t gen5 stat result from the cobas 6000 e 601 module. The initial result was 44.23 ng/l and was reported outside of the laboratory. The doctor sent the patient to the ER and had EKG, echo, stress test, and cat scan performed. A new sample was drawn. The result for that sample was <6 ng/l. The patient was released and sent home. On (B)(6) 2021, the laboratory then retested the first sample and the result was 12.04 ng/l. The sample was then repeated on another cobas e601 and the result was 11.04 ng/l. The reagent lot number was 49088100 with an expiration date of 30-apr-2022.

Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.  As the qc recovery was acceptable, there was no indication for a performance issue of the reagent or instrument.